Manufacturer narrative:
Per the clinic, the patient underwent a procedure on (B)(6) 2016 to excise the excess skin and the abutment was removed. The implanted device remains. This report is filed may 3, 2016.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient has experienced skin overgrowth and granulation tissue at the abutment site. Subsequently, the patient underwent revision surgery (date not reported) to excise the excess skin; as well as cauterization of the skin (date not reported). The implanted device remains.